Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the lake for ten minute and when she got the water the insulin pump was beeping critical pump error and when she opened the battery cap it was full of water. The customer¿s blood glucose level was 150 mg/dl. Customer stated that the insulin pump also alarmed another pump error. Troubleshooting was done for the open book image and fluid went in the insulin pump the customer reported that they received the open book image on the insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.